Event description:
Fms duo had audible alarm. No patient harm. Delayed 10 minutes completed with another pump. Additional event information received on 10/22/2018. Reply received for additional information request via mail on 10/19/2018 : the event occurred on jul 2nd.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and repaired. No issue found, system performing to specification. The unit was evaluated and the reason for return (fms duo had audible alarm) could not be duplicated. The repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. The device reported in this complaint is an old legacy fms device. Per a memo released in 2015, a review of batch 0541f2554 history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this time, no corrective action is required, and no further action is warranted, as the device was placed into long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. The device was received at the service center and repaired. No issue found, system performing to specification. The unit was evaluated and the reason for return (fms duo had audible alarm) could not be duplicated. The repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. At this time, no corrective action is required, and no further action is warranted, as the device was placed into long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 10/24/2018 stated that the failure was because the pump pressure had fluctuations from 0-10 when it was set on 90 - it would go up and down very quickly and the visualization was great and then horrible very quickly.

Manufacturer narrative:
(B)(4)-incomplete. The date of manufacture is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the sales representative that during an unspecified surgical procedure, it was observed that the 4580 fms duo+ pump/shaver combo device had an audible alarm. It was reported that there was a ten minute delay in the surgical procedure. It was not reported if there was a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.